Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07574, 2134265-2015-07573. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion # 1 was located in the proximal left anterior descending (lad) extending to mid lad with 75% stenosis and was 60mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx20mm, 3.50mmx20.00mm and 3.50mmx24.00mm promus element plus drug eluting stents. Following post dilatation, residual stenosis was 25%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died. Cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was last contacted in (B)(6) 2015, during which the patient complained of shortness of breath and also the patient had multiple comorbidities.

Manufacturer narrative:
Death date corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.